Manufacturer narrative:
Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters.for this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer is lay user/ patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4), when compared to a laboratory result using an unknown method. At 2:00 a.m. The customer meter result was 5.4 inr and was instructed to go to the hospital. Five hours later, the laboratory result was 3.5 inr. Thirty minutes after the laboratory result, the customer meter result was 4.9 inr. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation.